Manufacturer narrative:
Other applicable components are: product ID: 3389s-40, lot# va1jz6k, implanted: (B)(6) 2017, explanted: (B)(6) 2017, product type: lead. Product ID: 3389s-40, lot# va1jz6k, implanted: (B)(6) 2017, explanted: (B)(6) 2017, product type: lead. Product ID: 3389s-40, lot# va1prxk, implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: lead. Product ID: 3389s-40, lot# va1prxk, implanted: (B)(6) 2018, explanted: (b(6) 2018, product type: lead. Product ID: 3708640, serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: extension. Product ID: 3708640, serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: extension. Product ID: 3389s-40, serial/lot #: (B)(4), ubd: 20-jun-2020, UDI#: (B)(4); product ID: 3389s-40, serial/lot #: (B)(4), ubd: 20-jun-2020, UDI#: (B)(4); product ID: 3389s-40, serial/lot #: (B)(4), ubd: 20-jun-2020, UDI#: (B)(4); product ID: 3389s-40, serial/lot #: (B)(4), ubd: 20-jun-2020, UDI#: (B)(4); product ID: 3708640, serial/lot #: (B)(4), ubd: 12-apr-2022, UDI#: (B)(4); product ID: 3708640, serial/lot #: (B)(4), ubd: 12-apr-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) regarding an implantable neurostimulator (ins) for movement disorders. It was reported that the patient had a fever and the incisions were oozing. The factors leading to the infection were unknown. The patient had 2 leads implanted on (B)(6) 2017 that got infected prior to the ipg implant and were removed on (B)(6) 2017. The leads were reimplanted on (B)(6) 2018 with stage 2 on (B)(6) 2018. All components were removed the day of the call due to an infection. There were no further complications reported.